Event description:
The device was applied during a bowel resection procedure involving one pt. Reportedly, the staples did not form properly. The surgeon used the device to complete the procedure. The hosp has reported no pt injury.